Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the bottom jaw was missing plastic overmold. The piece was returned. The reported condition was confirmed. The investigation found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The IFU (instructions for use) states, close jaws using device lever before insertion or extraction in the trocar. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device was difficult to be removed from port; it was felt the device got caught on the trocar. The device was checked and the insulation on the jaws was about to be disengaged. New device was used to complete the procedure. There was no patient injury. Nothing fell into the cavity.